Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rm48, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The consumer reported pain at the implant area as well as a loss or change of therapy which started 3 months prior to report or 1 month after implant. The patient did not have urinary relief, and the healthcare provider reportedly stated that the bladder might be shot and no longer respond to stimulation.&#55328;the patient turned stimulation all the way up but did not feel stimulation. Instead, the patient experienced numbness in his right hand, at the finger tips, and in his right foot. The numbness reportedly had been there for a long time, but was more numb as stimulation was increased. Patient history included spine tumor with scar tissue. Additional information from the consumer reported that to resolve the issues; an x-ray was recommended for the placement of the wires. Additional information received from the patient reported that the implantable neurostimulator (ins) was removed the day of this call because it wasn't working. Even on high, it wouldn't do anything and it was hurting the patient's back because it was on his beltline. The implant had never worked since implant. The patient wanted to donate his patient programmer (pp). Additional information received from the patient reported that the ins was removed but the lead wires were left. One other reason why the implant didn't work for the patient was that the patient had a dead bladder. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.